Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The 90% stenotic lesion was located at a severely calcified and severely tortuous bifurcation of the circumflex and obtuse marginal artery. The physician advanced the 1.5 x 12 mm apex flex otw to the lesion and on the first inflation, inflated the balloon to 14 atm's for twenty seconds. Then on the second inflation, the physician inflated the balloon to 14 atm's for twenty seconds and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was successfully completed with 1.5 x 12 mm apex otw. Patient status is reported as "stable".

Manufacturer narrative:
The user facility is not returning the device for analysis; therefore, it is not possible to determine if any issues existed with the device that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.